Event description:
The director of respiratory care reported the following event: a male patient had c2 fracture 1.5 yrs ago and had been on pressure control ventilation. Recently, the patient was successfully weaned to CPAP 3cmh2o, 25% fio2, ps 10cmh2o. The patient was breathing spontaneously and was considered a candidate for phrenic nerve pacing. The patient experienced some anxiety about the trial, and was put on simv 6. Family was visiting the patient for education on patient discharge to home on vent. Family returned home friday night. In the next day at approx. 0940-1002am the ballard suction system that had been attached to the patient trach "popped off" and was laying on the patient's chest/gown. The patient circuit was tee'd into the suction system at a right angle, but it did not disconnect. The facility's remote alarm system identified a low minute volume alarm at the time of the disconnect. There was no staff response to the patient for 15 mins. By the time staff responded the patient was cyanotic, at which time they manually resuscitated him at 100% o2, and placed him on a/c. The patient was transferred to the hospital, and it was not known if there was brain damage or not. The patient had been awake and alert prior to the event, and able to whistle. A bronchodilator treatment had been given some time between 0730-0830. The facility's remote monitoring alarm system was reviewed at which time the monitor's low minute volume alarm was noted at the time of the event, but the alarm was only visual not audible, because the jack into the back of the facility's alarm monitor was found not plugged in. The jack into the back of the facility's alarm monitor is to ensure alarms sound audibly. He was not sure why the jack was out and not plugged in. He reported the ventilator low inspiratory pressure (lip) alarm did not activate but he believes it was because the opening at the suction system that was connected to the patient's trach was sitting on the patient's chest & gown, and there was enough obstruction to allow resistance to flow and keep pressure above the lip alarm setting. The patient was in a clrt bed that rotates, and he speculated that the circuit popped off the trach when the bed rotated. The event was reported to the state health dept. Who came to the hospital to investigate the event. The hospital and state health dept. Ruled out the ventilator as a cause or contributor to the event. Upon release of the ventilator for checkout, the manufacturer's service technician performed extended self testing and performance verification testing of the ventilator, and all tests passed to operating specifications.